Manufacturer narrative:
(B)(4). The sample was received and evaluated. During visual inspection, no abnormalities were observed. The clear passage testing and pressure testing were performed without any issues. No leak was observed during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the yume set had a leak at the connection site between the shrouded connector and the tubing. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.